Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked. A review of the event history log identified multiple depleted battery error messages. During functional testing using the power up self test the reported issue was duplicated. The root cause of the problem was related to normal wear of the pump and battery as they are both over 6 years old. Replaced main battery pack and perform all preventative maintenance and functional test which passed.

Event description:
It was reported that the pump exhibited a depleted battery alarm. No patient injury was reported.